Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fell over and needs to be checked out.

Manufacturer narrative:
Getinge field service engineer (fse) could not fnd any physical damage on the interior or exterior. Helium leak found. Replaced external tank regulator(d103-00-0637) and transducer(d682-00-0092-01). Device passed leak check. Performed a full function and calibration check. Device cleared for use and returned to clinical service. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated sections : b4, e1, e2, e3, g2, g3, g6, h2, h10, h11 corrected sections : b5, b6, b7, d10, h6( clinical & impact code).

Event description:
It was reported while in transport that, the cardiosave intra-aortic balloon pump (iabp) unit fell over and needs to be checked out. There was no patient involvement reported.